Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that during surgery with attempted implantation of the crystalens, the pt's capsular bag tore. No intervention was performed. A different lens model was implanted successfully. According to the eyeonics representative, the capsular tear was associated with lens and the lens injector system.